Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a pump error in the insulin pump. The customer's blood glucose level was unknown. Troubleshooting was performed. They stated that the alarm did not clear with esc/act. The insulin pump will not be return for the analysis.